Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture of the device is unknown. It should be noted: this meter was designed to provided readings between 20 mg/dl - 500 mg/dl. A reading above 500 mg/dl will display as "hi" and a reading below 20 mgd/l will display as "lo".

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45001f068) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6) 2011 at 6:00 pm she received a reading of "hi" (a reading greater than 500 mg/dl) on her precision xtra blood glucose meter, which was higher than she felt. She further reported self-administering 20 units of insulin and then ate dinner. Customer then rechecked her glucose two hours later and again received a reading of "hi". Customer then self-administered an additional 10 units of insulin, began to experience nausea and then subsequently lost consciousness. Customer fell when she lost consciousness and sustained a "bump" on her head. Paramedics were called administered glucose via an unknown route of administration, initiated an intravenous infusion of unknown type and transported customer to a local healthcare facility. Customer reports waking up in the hospital where she was diagnosed with hypoglycemia and treated with additional intravenous fluids, (B)(6). Customer denied self-treating. Customer was kept overnight for observation. There was no report of death or permanent injury associated with this event.